Event description:
According to the reporter: hospital called the rep with very little information. Rep is trying to contact risk management. Was told that the balloon popped during the case. Awaiting for sales rep with additional information.

Manufacturer narrative:
(B)(4).